Manufacturer narrative:
The site declined to provide patient information, per (B)(6) privacy laws. On 01/08/2016 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. On 01/14/2016 software investigation was completed. This issue was found related to a software issue and was documented in a medtronic software anomaly tracking database. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A medtronic representative reported that, while in a cranial procedure, after registration was completed, the application became unresponsive. The navigation system was shut-down forcefully and re-started. The application was logged-in and the name of the patient was selected, however, the navigation system became unresponsive at that point. The navigation system was shut-down and re-booted a second time. Normal function was restored, there was no further issue afterwards. A site medical engineer noted that the reported issue occurred when an active probe for registration was disconnected. The surgeon completed the procedure with the use of the navigation system. There was no delay of therapy. There was no impact on patient outcome.